Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was able to verify the customer's reported issue. When the ventilator is plugged in with an ac adapter, ventilator displays amber on charge status. After couple hours of charging charge status led displays solid green. The ventilator failed 40 minute battery duration test from ltv service manual. The service technician replaced the internal battery and the reported issue was resolved. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that the customer's model lap top ventilator 1150 would go ventilator inoperable (inop) when disconnected from battery. The internal battery would not hold any charge while connected to a patient. The patient was removed from the ventilator, provided positive pressure ventilation via manual resuscitator and placed on a backup unit. The customer confirmed there was no patient harm associated with the reported issue. The ventilator was returned to carefusion with a note that stated: "vent inop when disconnected from external power source".